Event description:
During the procedure there was a warning 2 and 6 (temperature and impedance). The doctor tried a total of 2 probes but did not feel comfortable performing the cases and both cases were cancelled. No other information is available at this time.